Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI #(B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit had a display failure. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 15feb2019, date rec¿d by MFR : 14feb2019. MFR report #2031642-2019-00177 is a duplicate of an event previously reported under MFR report # 2031642-2018-02453. Any additional information will be submitted under the initially reported MFR report # 2031642-2018-02453. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 19feb2019, date rec¿d by MFR : 19feb2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.